Manufacturer narrative:
Additional information: patient identifier, date of event, concomitant medical products and adverse event problem. Additional information received by smiths medical on 28-oct-2019. No patient was involved. Event occurred on (B)(6) 2019 during testing. Device evalution: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visually inspected the pump and attached cassette onto the device and the pump displayed alarm "cassette not attached properly". The customer's stated problem was verified. Further investigation of the pump determined that air bubbles on the downstream occlusion sensor was the root cause of the issue. According to the investigation the pump downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump displayed "remove and reattach cassette". There was no reported adverse event.